Event description:
In 2009, the sales rep reported that during surgery it was noted that one of the closure tops had a bad thread and the thread became disfigured when the surgeon attempted to screw it down. Additional info received on 13 aug 2009. The sales rep reported that during surgery the surgeon was attempting to implant the closure top when it would not go on correctly; it seemed to be cross threading. When the surgeon looked at the closure top it was missing a piece of the thread. The surgeon did not retrieve the piece from the wound. It appeared to have been removed by suction. The surgeon went ahead and implanted another closure tip without difficulty. There was no surgical delay or injury to the pt.

Manufacturer narrative:
Eval is pending.